Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2028901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the sealant of the 5f mynx control vascular closure device (vcd) was unable to be deployed in the patient. There was difficulty removing the device from the patient; required significant force to remove it. There was no reported patient injury. There was no damage noted to button 1, but it was unable to be depressed. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The procedure was a diagnostic peripheral procedure, using a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The device storage temperature did not exceed 25 °c. The procedure was completed using manual compression. The device was stored per labelling and opened in sterile field. The device is expected to be returned for analysis.

Manufacturer narrative:
As reported, the sealant of the 5f mynx control vascular closure device (vcd) was unable to be deployed in the patient. There was difficulty removing the device from the patient; required significant force to remove it. There was no reported patient injury. There was no damage noted to button 1, but it was unable to be depressed. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The procedure was a diagnostic peripheral procedure, using a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The device storage temperature did not exceed 25 °c. The procedure was completed using manual compression. The device was stored per labelling and opened in sterile field. The product was returned for analysis. Per visual analysis, button 1 was depressed partially with clock sign visible, the button 2 was not depressed, the balloon was not retracted, and the syringe was attached with stopcock open. The sealant was deployed, exposed to blood, swollen, and sent separately for the investigation. 5f sheath was found on the catheter, secured to the sheath catch, with stopcock closed. No damage to the procedure sheath were observed. Per microscopic analysis, button 1 was not depressed completely. The ejector pins for button 1 and push rack system were inspected for obstruction, no anomaly found that could have affected the failure ¿frozen/locked¿. The catheter tip under high magnification shows that balloon was able to retract after button 2 was depressed during analysis. Per functional analysis, button 1 was depressed completely without any resistance during product analysis. The inflation/deflation test was performed to ensure functionality of the balloon, no anomaly was found. Button 2 was depressed completely, and the balloon retracted without any resistance. The retraction jam failure could not be replicated during the investigation. The handles were opened to inspect the push rack and ejector pin of button 1 in detail, and no anomaly was observed. A product history record (phr) review of lot f2028901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon retraction jam¿ and ¿ button one frozen/locked¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Based on the information reported it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿remove device: instructs user to retract the syringe plunger in lock position before opening the stopcock to deflate the balloon¿. Neither the phr review nor the product analysis suggest that the reported events experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.